Event description:
Additional information was received that lead replacement was scheduled for a future date.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms. The oversensing resulting in delivery of inappropriate shock therapy. A health care professional (hcp) contacted boston scientific technical services (ts) and indicated that a lead fracture was suspected and asked how to turn tachycardia therapy off. Ts walked the hcp through programming tachycardia therapy off. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high threshold measurements were also observed. An invasive procedure was performed. The lead was explanted and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.